Event description:
It was reported that the insulin pump alarmed no delivery and that insulin was "squirting" out during the manual prime process. The customer stated that the insulin pump depleted many batteries, made a whining noise during the rewind process, and had alarms which were not as loud as they originally had been. The customer did not know the blood glucose reading. She did not recall whether the no delivery alarm had been resolved by an infusion set change. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.